Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and loose drive support cap. Customer's blood glucose level was over 400 mg/dl. Troubleshooting for high blood glucose levels was performed. Customer advised they change out their infusion set and gave themselves a shot of nova log. Customer advised the drive support cap appears flush. Troubleshooting for the cosmetic damage was performed. Customer was advised to treat their blood glucose levels per healthcare provider's instructions. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.